Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages/service code 204/ add gel or replace belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor and the therapy electrodes were non-functional. The trunk cable was damaged, damaging wires the black gel fire wire in the cable causing the "add gel" messages. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.